Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of occlusion and pain are listed in the rx herculink elite peripheral stent system instructions for use as known patient effects for the treatment of atherosclerotic iliac artery lesions. Based on the information received, a conclusive cause for the reported patient effect of occlusion, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) and hospitalization or prolonged hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: the UDI number is not known as the part and lot number were not provided. The armada device referenced in b5 is being filed under a separate med watch report number.

Event description:
It was reported that on an unspecified date in (B)(6) 2025, an unknown size herculink stent was implanted in the right external iliac artery. On (B)(6) 2026, the patient had complaints of pain in the right hip and buttock. The patient was re-hospitalized with possible re-stenosis (occlusion) in the stent and new stenosis noted below the stent in the external iliac artery. Angioplasty was performed to treat the re-stenosis in the herculink and the new stenosis noted below the herculink, using the armada 35 balloon dilatation catheter (bdc), which was advanced without resistance to the right distal external iliac artery via the right radial access site. The bdc was inflated to 12 atmospheres one time to treat the 70% stenosis. During the second inflation at 12 atmospheres, the bdc ruptured after 30 seconds of inflation. The armada rupture did not occur inside the herculink. The stenosis was reduced to 10% and the lesion was successfully treated. There was no vessel damage noted. Resistance was felt during removal of the bdc from the 6f introducer sheath and force was applied. After the bdc was removed, it was noted that the tip of the bdc had separated and remained in the patient. The 6f sheath was removed, but the separated tip was not inside the sheath. The physician intended to snare out the separated segment; however, he was unable to insert a new sheath into the radial artery due to the separated bdc that was stuck on the wire. Vascular surgery was consulted with during the procedure. The procedure was completed as this was not deemed to require emergency intervention. The patient was monitored overnight for bleeding complications and post-operative complications. The patient had pulses proximal and distal to the armada remnant. Capillary refill was less than 3 seconds. The patient had a patent ulnar artery via ultrasound. There was no evidence of weakness in the hand. The patient was discharged from the hospital on (B)(6) 2026. No additional information was provided.